Event description:
Procedure: colectomy functional end to end anastomosis. Used for analis colon resection. Customer states: at the time of the second fire, the device did not work at all after 2cm has been pressed. Tissue was released by pulling back a lever. Replaced a new cartridge for additional colon resection. No patient harm. Operating time extended: less than 30 min. There was additional tissue resection: no tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).